Manufacturer narrative:
Concomitant medical product: product ID: 3389s-40, lot# : v013803, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that 2-3 weeks ago, the patient experienced a sudden on set of a sensation that was described as the wire "flipping" behind their right ear; the area the patient was describing was the lead/extension connection. It was also stated that this sensation occurred 3-4 times per day and happens more often when the patient is reclining in their chair. Follow-up with the manufacturer representative (rep) indicated that it was unknown what the cause of the sensation was or if it has been resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.